Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
"Customer states that his serum is not clear after spun down, these are mice samples." Customer is placing the unspun microtainers on ice, and then centrifuging them at 4c. He says the serum is like jelly. I explained that the samples should be kept and centrifuged at room temperature. I sent him the pi for the chemistry microtainer."

Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted.

Event description:
"Customer states that his serum is not clear after spun down, these are mice samples." Customer is placing the unspun microtainers on ice, and then centrifuging them at 4c. He says the serum is like jelly. I explained that the samples should be kept and centrifuged at room temperature. I sent him the pi for the chemistry microtainer."